Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer needed to adjust the correction factor setting on the pump. Reportedly, the customer's doctor recommended to change the value by 20%. Tandem technical support advised the customer that specific values were to be input, and those changes were able to be made in the customer's personal profile; the customer acknowledged. The customer's blood glucose level ranged from 250-460 mg/dl and was addressed with the pump. Additionally, it was reported that the there were air bubbles in the pig tail tubing from the cartridge. The customer's blood glucose level was 480 mg/dl and was addressed by changing supplies and resuming insulin delivery.